Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alzheimer's disease and cesarean section. Concurrent conditions included blood pressure high, bacterial vaginosis and penicillin allergy. Concomitant products included hydrochlorothiazide. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In 2016, the patient experienced migraine ("migraines") and was found to have weight increased ("weight gain"). In 2018, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems: bladder infection"), cystitis bacterial ("infection (bladder/ urinary tract/vaginal) type: constant bacteria infections"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: constant bacteria infections"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: constant bacteria infections") and headache ("headache"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, abdominal pain, tooth disorder, fatigue, alopecia, migraine, mood swings, weight increased and headache had resolved and the genital haemorrhage, menorrhagia, cystitis, vaginal infection, vaginal haemorrhage, cystitis bacterial, urinary tract infection bacterial and bacterial vulvovaginitis outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vulvovaginitis, cystitis, cystitis bacterial, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection bacterial, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), , apareunia, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain ,menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, bladder infection, vaginal infection, dental problems., fatigue, hair loss, migraines, hormonal changes, weight gain. The device was properly deployed and approximately 3 trailing coils were visible after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Batch no c38209 production date 2014-03-19 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in a 25-year-old female patient who had essure (batch no: c38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alzheimer's disease and cesarean section. Concurrent conditions included blood pressure high, bacterial vaginosis and penicillin allergy. Concomitant products included hydrochlorothiazide. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping"). In 2016, the patient experienced migraine ("migraines") and was found to have weight increased ("weight gain"). In 2018, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems: bladder infection"), cystitis bacterial ("infection (bladder/ urinary tract/vaginal) type: constant bacteria infections"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: constant bacteria infections"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: constant bacteria infections") and headache ("headache"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, abdominal pain, tooth disorder, fatigue, alopecia, migraine, mood swings, weight increased and headache had resolved and the genital haemorrhage, menorrhagia, cystitis, vaginal infection, vaginal haemorrhage, cystitis bacterial, urinary tract infection bacterial and bacterial vulvovaginitis outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vulvovaginitis, cystitis, cystitis bacterial, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection bacterial, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), , apareunia, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain ,menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, bladder infection, vaginal infection, dental problems., fatigue, hair loss, migraines, hormonal changes, weight gain the device was properly deployed and approximately 3 trailing coils were visible after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Lot number added. New events: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: constant bacteria infections, headaches were added. Hormonal changes updated to hormonal changes describe: mood swings onset dates were added. New reporter, historical and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, abdominal pain, tooth disorder, fatigue, alopecia, migraine, hormone level abnormal and weight increased had resolved and the genital haemorrhage, menorrhagia, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), , apareunia, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain , menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, bladder infection, vaginal infection, dental problems., fatigue, hair loss, migraines, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed, bladder infection, vaginal infection, dental probs., fatigue, hair loss, migraines, hormonal changes, weight gain. Outcome of dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain and dental probs., fatigue, hair loss, migraines, hormonal changes, weight gain were added. Essure removal date and procedure were added, laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.